Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that insulin was not exited through tubing in manual push by plunger. Customer changed set and reservoir multiple times issue was not resolved. Customer tried to rewind and run manual prime to minimum 5 units and insulin pump alarmed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.